Manufacturer narrative:
H6: investigation summary : five photos and one sample were received by our quality team for evaluation. The photos and sample were subjected to visual inspection to check for foreign matter. A white, loose, fiber-like foreign matter was observed on the catheter tubing. The foreign matter was sent to fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The results indicated that the foreign matter spectrum matches reasonably with a cellulose compound. Cellophane is a derivative of cellulose. Paper, wood, cotton, and similar materials are also composed of cellulose. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on device history record review, no abnormality was observed during the production run. The in-process inspection record and outgoing inspection record had showed no foreign matter detected on the catheter. No quality notification was raised for similar nonconformance during the production of this batch. Based on the foreign matter type, an investigation was conducted to identify the potential foreign matter sources. All the personal protective equipment (ppe) and production materials used in the production area were looked into to identify those with similar characteristics of the foreign matter. The hair net, beard cover, and lint-free cloth were identified to contain similar white fibers with the foreign matter. Based on the ftir analysis, they are made of polypropylene and poly (ethylene terephthalate) (pet), which do not match with the cellulose foreign matter type. Therefore, they are not the foreign matter source. As the observed from the returned sample, the foreign matter is covering the catheter tubing, so the manufacturing process was reviewed to identify the section of the process that has contact with the whole catheter tubing. The only process that comes into contact with the while catheter tubing is the flaring station, where two rubber pads hold onto the tubing and move it downwards to assemble to the metal wedge. Based on the material specification provided by the rubber pad supplier, the rubber pads are made of neoprene rubber which does not match the foreign matter type. The rubber pads are also black in color, which do not match the returned foreign matter. Therefore, the flaring station is unlikely the foreign matter source. The manufacturing process is automated, with minimum human intervention. Controls are also currently in place to minimize foreign matter on products ¿ all the machines on the production line are fully covered, and surfaces that are in contact with products are cleaned periodically per the cleaning schedule. As no cellulose-based material found used near the machines and environment, the actual foreign matter source could not be identified. As the sample was returned in open packaging, the root cause could not be established.

Event description:
It was reported that dust stuck to the bd insyte¿ vialon e IV catheter needle when opening the packaging. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the hcp found that dust was adhering to the needle when opening the package."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dust stuck to the bd insyte¿ vialon e IV catheter needle when opening the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the hcp found that dust was adhering to the needle when opening the package."